Event description:
Severe pain in back. Synthes spine t11 to pelvis dual vertebrae titanium rods installed (B)(6) 2013 to correct severe adult scoliosis at (B)(6). Sunday night, bent over to pick a napkin up off the floor and one of the rods snapped in half, very loud sound and instant sharp pain. On monday my pain dr confirmed the break via a c-arm imaging. Contacted (B)(6) physician, left message with a live person, on monday with no response 48 hours later. FDA safety report ID# (B)(4).